Event description:
It was reported that during a left superficial femoral artery stenting procedure, during advancement, the absolute pro vascular stent delivery system met slight resistance with the non-abbott wire. The stent deployed without issue; however, during removal of the stent delivery system, resistance was met at the proximal end of the stent delivery system and a proximal shaft kink occurred. The wire and stent delivery system were removed as one unit. The vessel was rewired and two additional stents were implanted as planned, without issue. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.